Event description:
It was reported that the pump battery was depleting too quickly, although this did not result in a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide additional documentation on the issue.